Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has been received however, the evaluation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Correction: h3 (device not received/ evaluated). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. No presumptive cause could be determined for the suggested phenomenon, as the device was not available for inspection and evaluation. Olympus will continue to monitor field performance for this device.